Event description:
Healthcare professional reported a right side "capsular contracture" baker grade unknown. Healthcare professional later reported baker grade IV, and "calcifications" diagnosed via mammography. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ device wrinkling: observed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ calcification: no observed as per the investigation procedure, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side "capsular contracture" baker grade unknown. Healthcare professional later reported baker grade IV, and "calcifications" diagnosed via mammography. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ calcification: no observed. As per the investigation procedure, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h.11.

Event description:
Healthcare professional reported a right side "capsular contracture" baker grade unknown. Healthcare professional later reported baker grade IV, "calcifications", and "lymph nodes with benign morphology". Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b.5., d6a, d.9., h.6.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional reported a right side "capsular contracture" baker grade unknown. Healthcare professional later reported baker grade IV, "calcifications", and "lymph nodes with benign morphology". Device remains implanted.